Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 10am with a high blood glucose levels. The customer did not provide their blood glucose levels at the time of the hospitalization. The customer's current blood glucose was 140 of mg/dl at the time of the call. The customer felt symptoms of dehydration and vomiting. The customer stated that they had a stomach virus. The customer did not state if they were wearing the insulin pump during their hospital stay. The customer did not return the product back for analysis.